Event description:
The customer stated that she tested her blood glucose and received back to back readings of 298 and 145 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluations, and replacement strips will be sent.